Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4 pounds due to a faulty force sensor resistor. The pump was received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin was squirting out during the manual prime process. Customer stated that they are receiving the compromised force sensor system alarm on the insulin pump. Customer was advised to disconnect from the pump. Customer stated that the pump was not bumped or dropped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer does not recall pressing the cap while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.